Manufacturer narrative:
The in-situ implant reached maximum extension after 3 years and 11 months in place. A new custom distal femur non-invasive has been successfully implanted with no reports of complications. The patient has reached the maximum length associated with the in-situ device, due to skeletal immaturity and continued growth. There is no failure of the in-situ implant; it functioned as intended. The complaint is being closed, and is being tracked and trended.

Event description:
It was reported by the surgeon that the patient underwent a primary procedure to implant a noninvasive extendible distal femur implant on (B)(6) 2008 and subsequently was revised on (B)(6) 2012 due to the prosthesis reaching full extension. This is a supplemental report to 3004105610-2014-00071 ((B)(4)).

Event description:
It was reported by the surgeon that the patient underwent a primary procedure to implant a noninvasive extendible distal femur implant on (B)(6) 2008 and subsequently was revised on (B)(6) 2012 due to the prosthesis reaching full extension.

Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. The device was used as intended and has reached its maximum extension, therefore a revision procedure was required to a longer prosthesis. There was no reported failure of the device. Please not that this custom implant is similar to jts extendible distal femoral implant ((B)(4)).